Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported perforation of the ivc could not be confirmed. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. According to the patient profile form (ppf) the patient has experienced stress, anxiety and sharp pain in his chest with certain movements and the device is unable to be retrieved. The device has been implanted for nine years and there have been no documented attempts to retrieve the filter. The indication for the device implant was a history of multiple bilateral pulmonary emboli (pe) and deep vein thrombosis (dvt). The patient¿s medical history was also significant for obesity, increased dyspnea on exertion (doe), leg pain, leg swelling and was in a hypercoagulable state. The filter was placed via the right common femoral vein and deployed in the infra-renal location without any reported complications. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. The timing and mechanism of the retrieval difficulty and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post implant images to review the reported, perforation and retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of obesity, multiple bilateral pulmonary emboli, deep vein thrombosis, increased dyspnea on exertion (doe), leg pain, leg swelling and was in a hypercoagulable state. The filter was deployed at the infrarenal level. The patient tolerated the procedure. According to the patient profile form (ppf) the patient experienced stress, anxiety and sharp pain in his chest with certain movements. Additionally, the ppf states that the device was unable to be retrieved. The device has been implanted for nine years and the ppf states that no attempts have been made to retrieve the device. Additional information is pending and will be submitted within 30 days of receipt.